Event description:
The manufacturer's representative reported that the patient was experiencing fever and altered mental status post pump replacement in 2006. The hcp tested the cerebrospinal fluid and was reported to be negative for bacteria/infection. During surgery, "the programming of the pump was checked twice and found to be correct." The drug in the pump is unknown. A follow-up report will be sent if additional information becomes available.